Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of user impact. Eua# (B)(4). The following information was provided by the initial reporter: customer took a pcr test and tested positive but tested negative with our test.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006644, ¿had a negative result however pcr result was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. H3 other text : see h.10.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of user impact. Eua# 210417. The following information was provided by the initial reporter: customer took a pcr test and tested positive but tested negative with our test.